Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated the customer reports that insulin pump was vibrating and red light was flashing on front. Customer also reported that insulin pump was turned off after getting into the water. . Display was not blank for less than 30 seconds and did not returned. Insert battery alarm did not displayed on insulin pump screen. Contacts on battery cap was not missing and damaged. Display did not return after insulin pump restart. No harm requiring medical intervention was reported. Troubleshooting was successfully performed however, the customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = black. Device case: ngp. Customer returned device for an alleged blank display, exposure to moisture, and audio anomaly found on october 01, 2022. Device is received with constant no motor movement or negligible movement. Retries to free a stuck motor failed during rewind. Unable to perform displacement test due to no motor movement or negligible movement. Retries to free a stuck motor failed alarms. Device assed self test, active current test, and sleep current test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Unit successfully downloaded to thump and carelink. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running., low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the device trace download. Device was cut open to perform visual inspection and moisture damage was found on electric board , and motor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case - corner of belt clip rails, corroded motor home switch, and minor scratches on lcd window. In summary, customer allegation for blank display and audio anomaly was not confirmed. No motor movement or negligible movement. Retries to free a stuck motor failed. Was confirmed during testing due to corroded motor home switch. Exposure to moisture was confirmed on electric board , and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.